Event description:
It was reported the pt's stimulation was turning on and off unexpectedly. The pt could tell when the stimulation was off due to return of tremors. The pt's programmer was used to turn the device back on. The issue had been happening a couple of times per month, randomly, over the last couple of years. The issue started following exposure to a theft detector or security gate at a grocery store. The grocery store, the pt frequently visits will turn the device on/off now, when previously there had been no effect. The batteries were still good. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
(B) (4).